Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse repaired the latch closure tabs, cleaned the system, and checked performance parameters. No further action was required by fse. The most probable cause of the reported event was due to a fault/failure of the latch mechanism of the outer door of the column compartment.

Event description:
On (B)(6) 2016, the customer reported that the door to the filter housing would not close completely with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.